Event description:
It was reported that a cgm error 42 occurred after a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer was walked through the pump reset by technical support, but the error persisted, leading to a decision by technical support to replace the pump.

Event description:
It was reported that a cgm error 42 occurred after a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer was walked through the pump reset by technical support and the error did not recur.